Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was experiencing high blood glucose. Blood glucose level at the time of the incident was over 400 mg/dl. Customer stated that the auto mode feature was not active and automatically adjusting insulin delivery at time of event. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The cannula bent and had a high blood sugar. Customer treated with using insulin pump. Customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.